Event description:
A customer reported that a "white like cotton fiber" appeared when the viscoelastic was injected into the eye. The surgeon discontinued use of the viscoelastic. The procedure was completed with no harm to the pt.

Manufacturer narrative:
A sample has been rec'd for in house testing, but has not yet been evaluated. No similar complaints have been rec'd so far for this lot. Investigation showed no remarks related to this complaint in our batch record filling. The syringes are 100% visually inspected after filling. There were no remarks related to syringes or stoppers used in this lot during incoming inspection. Further comments will be available after eval of the complaint sample. (B)(4).